Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also, performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave a false low reading, three calibration error alerts and then a lost sensor alert. The blood glucose reading was 207 mg/dl. A bad sensor alert occurred after two consecutive calibration error alerts. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.